Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to scrotal pain while pumping the device. The pump worked fine, but the physician indicated the pump may have been too superficial to the skin. A new inflatable penile prosthesis pump component was implanted. Following the revision surgery, the patient fully recovered.